Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed that the user had a decrease in hearing with the device in (B)(6) 2021.

Event description:
The parents noticed that the user had a decrease in hearing with the device in (B)(6) 2021. No head trauma or change in health or medication has been reported and reportedly there was no redness or swelling at the site of the implant. The change in hearing with the device was a sudden loss and the user had good benefit with the device before. Re-implantation was considered but parents now report hearing performance to be normal. Another follow-up appointment will be set up at a later date.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels with hi and short circuit status, due to undetermined reasons. Reportedly the recipient currently is doing fine. The device remains implanted and in use.